Manufacturer narrative:
An event of residual leak and valve migration was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant. After the device was implanted, a residual leak was noticed. A post balloon aortic valvuloplasty (bav) was performed to resolve the leak. A non-abbott balloon that was used to perform a post-bav caused the navitor valve to rise in the leaflets. A 27mm non-abbott valve was then implanted in a valve-in-valve procedure. No patient consequences were reported.